Event description:
It was further reported that subsequent to the coronary stenting treatment procedure, the patient had a timi coronary blood flow of 3 and not timi coronary blood flow 2 as previously reported.

Event description:
(B)(4) clinical trial. It was reported that subsequent to a stenting treatment procedure, timi coronary blood flow degradation occurred. The patient presented to the hospital and was referred for cardiac catheterization. The target lesion being treated was a de novo lesion located in the proximal left circumflex (lcx) artery with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Post index procedure, it was noted that the timi 3 coronary blood flow degraded to timi 2. No further information is available at this point of time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).